Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that there was possible undersensing and oversensing exhibited during the patient's atrial high rate episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.